Event description:
Additional information was received indicating that the reason for the patient's system revision on (B)(6) 2024 was due to the patient experiencing ipg pocket site discomfort. The patient's ipg was successfully repositioned during surgery to address the issue.

Manufacturer narrative:
Section a4: the patient's approximate weight has been included.

Event description:
It was reported that the patient underwent a surgical system revision surgery on (B)(6) 2024 for an unknown reason.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. As a result, the patient's ipg was successfully repositioned to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.